Event description:
It was reported that a spectrum pump failed to alarm for an upstream occlusion during preventive maintenance testing. It was also reported that this was observed during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The failed upstream occlusion test could not be reproduced during the eval. The pump was found to be within spec and no malfunction could be identified. An upstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. Add'l flow rate tests were performed with the unit passing.